Manufacturer narrative:
Event summary: external visual inspection of balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for three injections. The catheter failed the performance test due to triggering a system notice (#50005) indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing showed a double balloon rupture. In conclusion, the balloon catheter failed the inspection due to double balloon rupture. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.